Manufacturer narrative:
Device history record (DHR) review indicates the proper materials and manufacturing methods were used to produce this lot of materials. Evaluation of the retain devices did not show any brittleness of the ro/soft tip material. Pull forces of ro/sheath joint was above the minimum specification. Presumptive root cause is that a force applied to tip segment exceed material strength. Ro tip fractured. Source of force is unknown but may have occurred during biventricular ICD implant procedure. Device was not returned to thomas medical for evaluation. Design controls were opened on this product line to evaluate and potentially implement changes to the tip design, materials and manufacturing methods to provide a more robust ro/soft tip.

Event description:
Initial report states: "we have encountered another event with the use of the 9fr worley jumbo sheath. The black ring disengaged from the sheath. In this case, the lead encircled the marker ring when the sheath was removed. This is our second event with the worley sheath and this particular marker ring."